Event description:
Report received from abbott international affiliate states, "roller clamp on the IV sets were progressively letting an increase in i.v. Rate. A fixed rate would be set and the rate would progressively increase to almost straight infusion. Incident has occurred 4-5 times so far." The sets were in patient use. It was reported that, "all patients were from emergency/critical care dept. All incidents were with peripheral i.v. Infusions. No medication doses were lost and basal rate was originally set to keep the vein opened." There were, "no clinical consequences." Though requested, no further information was received.